Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6) 2016 to remove and replace the ipg. Therapy has been resumed and issue has been resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reports the ipg is unable to communicate with the external devices.. A replacement charging system was sent to the patient which did not resolve the issue. The sjm representative met with the patient and confirmed the ipg was unable to communicate with the external devices. The patient reports the ipg was last recharged approximately one month ago. Surgical intervention may be pending to address this issue.